Event description:
The customer reported that the device froze while it was powered on and required a "hard reset". There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.